Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/10/2018 that the display device showed a transmitter failed error on (B)(6) 2018. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Com(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and the device had no voltage. The share log data was not available. The transmitter was milled and voltage was applied. A pairing test was performed and passed. A bin file review was performed a transmitter failed error was found within the investigation window. The customer complaint of a transmitter failed error was confirmed. The probable cause cannot be determined. No additional patient or event information is available.